Event description:
It was reported that the patient was removed from the ventilator allegating the ventilator missed to deliver breaths during non invasive ventilation. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).